Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate shocks. A magnet was placed to prevent delivery of tachyarrhythmia therapy. The device was interrogated and was found in reset mode. The device was explanted.